Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was in the last few weeks pt had more difficult time charging the implant. Sometimes it stops charging in the middle. In the last week pt got 'batteries low, replace batteries' message 3-4 times during charging. Pt confirmed it was coming up during ins charging and the battery was charged. Last night the controller was at 100%. No symptoms were reported. A replacement recharger was sent out. Patient called back repeating information from previous call and that the recharger replacement did not resolve the issue. Patient reported that the recharger helped with the charging issue a little bit but that they are still having issues and getting the batteries low replace controller batteries soon message. Patient stated that they have intermittent issues and the recharger heats up and gets warm to the touch when charging; patient added that once they get the error message that the charge session stops and they have to restart. Patient noted that charging is taking them an about an hour a day. Agent sent a request to repair to replace the controller.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller was with patient and upon interrogation of ins with tablet, they received alert that controller needed to be updated. After further review with the caller, it was determined they were seeing on the tablet that the "device time is more than 90 minutes off...". Caller stated they updated device date/time on patient's controller and then confirmed on the tablet that the device date/time was showing correctly. Tss reviewed that usage, stats, etc. May be incorrect given that ins time/date was inaccurate. Caller mentioned patient having issues with external equipment and receiving replacements.